Manufacturer narrative:
There were no specific clinical cases, event dates, hospital, or physician names provided in this survey response. Additional information from the anonymous complainant was requested, however they declined. Due to lack of information inari is unable to investigate this specific claim. Manufacturer reference: (B)(4).

Event description:
On february 27, 2025 inari received a brand equity survey response where an anonymous individual reported that after treatment with inari devices several of their patients rethrombosed and one had a fatal pulmonary embolism.

Manufacturer narrative:
Correction to section b4 in inital report 3020347218-2025-00023: "date of this report" should read "27-mar-2025.